Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. A 2.5x18mm device was successfully advanced and the implant was successfully deployed. The 3.0x18mm device was successfully advanced and the implant was deployed; however, the implant was not fully apposed to the vessel wall. Additionally, the delivery system balloon could not be deflated. Several attempts were made to inflate and deflate the delivery system; however, the balloon could not be deflated. The delivery system was removed as a single unit with the guiding catheter. A non-abbott non-complaint (nc) balloon dilatation catheter (bdc) was used to fully appose the implant to the vessel wall. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation issue was not confirmed. The reported difficulty to deploy the scaffold could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to deploy the scaffold and deflation issue reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.